Event description:
It was reported that during a breast biopsy, the driver cutter knob stopped during sampling. When the cutter knob was advanced, the suction dropped and they were unable to retrieve any specimens. The pt was scheduled for a biopsy on each breast and the first biopsy site was completed, but the product problem occurred during the second site. The pt was sent home under normal post biopsy instructions and rescheduled for another day to finish the biopsy on the second site. Both the driver and the control module will be sent in for analysis.